Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another battery to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, on/off current test, impedance calibration test, defib/pacer stress testing, bench handling and defib cycling without duplicating a malfunction to the device. The battery used in the event was not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs showed the device was turned on with battery only. After 39 seconds the device powered off after prompting the "replace battery" message. This behavior is typical for r-series devices. When the battery reaches a critically low level, the device displays a 'replace battery' message, alerting the operator to either connect the device to ac power or replace the battery. If ac power is not connected, the device will automatically shut down. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated. The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.